Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding a patient and their implantable neurostimulator (ins). The patient reported that shortly after the implant was put in, their programming on group b "got stuck". The manufacturer representative (rep) told them not to turn the intensity down because they would not be able to turn the intensity back up. The pt confirmed that they could turn the stimulation down, but when they tried to turn it up they got the settings not available message. The pt stated the rep tried to walk them through some things but it was still stuck. Redirected the pt to their doctor. Additional information was received from a manufacturer representative (rep). The rep reported that the contributing factors was that the patient was running same programming as previous device. It was not optimized to their new stimulator at that point. Session report indicates that reference 8 electrode had an avoid status. Message has been resolved; patient was reprogrammed to a wide bipole.

Event description:
Additional information from the rep indicated that the cause was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.